Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 47493501003 (unknown). G2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced ongoing pain and swelling with a prominent screw following an initial orthopedic procedure. The patient underwent an initial procedure on an unknown date. Approximately two (2) years and ten (10) months post-implantation, the patient reported ongoing pain and swelling and noted a prominent screw. Physiotherapy was prescribed to address the pain and swelling. No intervention was performed for the prominent screw because the patient did not wish removal of the metalwork. No additional complications were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h10. An investigation of the reported event remains in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Updated on 30 dec 2025: it was reported that the patient experienced ongoing pain and swelling with a prominent screw following an initial orthopedic procedure approximately twelve (12) months post-implantation, the patient reported ongoing pain and swelling and noted a prominent screw. Physiotherapy was prescribed to address the pain and swelling. No intervention was performed for the prominent screw because the patient did not wish removal of the metalwork. No additional complications were reported. Attempts have been made and no further information has been provided.